Event description:
The facility's biomedical engineer reported an infusion pump with a failure code 500. Info was requested by baxter regarding whether or not the pump was in use on a pt when the failure occurred, specific pt info, whether or not there was a report of medical intervention or pt injury, pump programming and set-up info, tubing product code and lot number in use and the medication involved if applicable, but no add'l info was available. Additional contact info was requested but no additional contact was identified. There have been no reports of any pt incident involving this pump since the last baxter service event.